Event description:
As reported by the user facility information by bbm sales organization in denmark: "over infusion" according to the customer: "the pump is set to 4 ml/h og a total volume of 90 ml at 00.10 pm - at 8.15 am. The pump is still running 4 ml/h and there is 54 ml left, but the container is empty. There is no alarm from the pump regarding the empty container. The patient has had an amount of 90 ml instead of 32 ml."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. As no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. The complaint is only taken to knowledge and filed for statistical purposes. However, if the complaint sample will be provided, the complaint will be re-opened accordingly. The investigation sample(s) is/are not available.